Event description:
It was reported that the catheter fractured at the location of the junction between the catheter hub and catheter body during the end of the procedure.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has been received and the evaluation is currently in progress. A follow up will be submitted once the evaluation has been completed.(B)(4).

Manufacturer narrative:
The catheter was returned for evaluation and it was found broken into two segments at approximately 19.5cm from the distal tip, but the broken segments were retained by the inner layer. The evaluation could not determine the cause of the event. Results = catheter separation. (B)(4).